Event description:
The customer reported that the alarm is intermittent, and the alarm sound is faded. No pt injury was reported.

Manufacturer narrative:
Evaluation of the returned product shows that the alarm was intermittent.